Event description:
Consumer reports readings were too high. Kept retesting and getting very high readings. Readings were not consistent with how pt felt. Started losing consciousness and had to call emt for assistance. Emt meter readings were much lower.